Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was shopping for groceries and then the next thing she remembered was waking up inside of an ambulance. The patient lost consciousness due to hypoglycemia. One of the bg meter readings from ems was 40 mg/dl while the last cgm value the patient remembers seeing before losing consciousness was 90 mg/dl. The patient does not know who called for the ambulance. The patient also does not recall what treatment ems provided to her since she was unconscious at the time. The patient was not transported to the hospital, all treatment was done by ems inside of the ambulance (over the course of approximately 1.5 hours). The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.